Event description:
It was reported that the bd maxzero¿ needle-free valve was cracked. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a crack on mz1000.

Manufacturer narrative:
H6. Investigation summary: one mz1000 product was received without packaging for investigation; however, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests a crack was detected on the maxzero female luer adaptor (fla). A visual inspection of the returned sample and photographs provided by the customer, confirmed the customer's experience as a crack was detected on the maxzero fla. The sample was then connected to a 50ml bd plastipak syringe and flushed with fluid; leakage was detected from the cracked luer (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.